Event description:
Information was received indicating that this syringe infusion pump exhibited a check clutch error. No adverse patient effects were reported.

Event description:
It was additionally reported that there was no patient involvement.